Event description:
It was reported that the implantable cardiac monitor (icm) is having sensing issues, sometimes oversensing and sometimes undersensing the intrinsic rhythm. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).